Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No display anomaly noted during testing. The insulin pump passed self-test. No missing segments/partial display. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was only showing a partial display and that there was cosmetic damage on the insulin pump. Nothing further reported.